Event description:
My dexcom g7 started throwing blood sugar readings that were higher than what my fingerstick calibration sticks were showing - resulting in insulin boluses that could result in life threatening adverse events. Then today - 10 days later, the exact same issue w/ a different g7. Serial # for the first one that failed is: (B)(6) and the one that failed today is (B)(6). My blood sugar readings have been roller coastering with these 2 different g7s in the last 2 weeks - artificially resulting in boluses being administered which could be fatal side effects. They are both from the same lot #: 1825111017. Pt code: 4580. Device code: 1535. Ref report: mw5180189.